Manufacturer narrative:
Analysis is normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic with increased impedance, loss of capture threshold, and no sensing. An x-ray revealed that the lead had dislodged. This was due to patient exercising. The lead was replaced due to body tissue in the helix that stopped it from extending. The procedure was completed successfully. The patient was stable before, during and after the procedure.